Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Dugal, j. K., tasouli-drakou, v., malhi, a. S., sharma, d., shao, r., lei, k., & chowdhury, a. (2025). Transcatheter edge-to-edge repair for severe acute mitral valve regurgitation in diffuse alveolar hemorrhage: a case report. American journal of case reports, 26, e949953. Https://doi.org/10.12659/ajcr.949953.

Event description:
Edwards received notification of a pascal procedure in mitral position where a patient with a history of thyroid nodules presented with dyspnea and hemoptysis. Imaging confirmed bilateral pleural effusions, with opacities suggestive of diffuse alveolar hemorrhage, and echocardiography revealed acute severe mitral valve regurgitation. The patient chose teer over surgical valve replacement. Post-procedure showed marked improvement in mr (mitral regurgitation) and hemodynamics. Patient was discharged on apixaban for new-onset atrial fibrillation. The patient returned to the hospital a week later with melena and worsening dyspnea. Echocardiography demonstrated recurrent mitral valve regurgitation, and bronchoscopy confirmed diffuse alveolar hemorrhage. Despite aggressive management, the patient passed away. There was no allegation of device malfunction.